Manufacturer narrative:
The device was discarded; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Also, a risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this brady lead was not successfully implanted due to lead damage after multiple attempts at left bundle branch (lbb) area pacing. Also, the lead was discarded. There were no allegations against the lead. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to lead damage after multiple attempts at left bundle branch (lbb) area pacing. Also, the lead was discarded. There were no allegations against the lead. No adverse patient effects were reported.